Manufacturer narrative:
An event regarding crack/fracture involving an unknown restoration modular stem was reported. The event was confirmed following review by a clinical consultant. Method and results: device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. Medical records received and evaluation: a review of the provided information by a clinical consultant noted that: the direct cause of the rm device fracture is quite evident. There is a large area of bone defect condition evident on x-ray proximal of the femoral device fracture in addition to a severe trochanteric pseudarthrosis. There is no evidence for device-related factors even though no explants materials have been returned for investigation. The device fracture is without doubt the result of the chronic overload condition as caused by a severe bone defect condition around the proximal rm stem section. This pi case is not device-related. Device history review could not be performed as the device lot is unknown. Complaint history review could not be performed as the device lot is unknown. Conclusions: a review of the provided information by a clinical consultant concluded that: bone defect condition in the proximal femur as a consequence of multiple previous revision procedures with required access osteotomies to the bone has lead to secondary vascular compromise in the proximal femoral bone leading to lack of bony ingrowth fixation in the proximal rm stem section as well as greater trochanteric non-union. Both factors contributed to loss of bone support around the entire proximal rm stem contributing to fatigue accumulation and ending in stem fracture requiring further revision. If further information such as device details becomes available or the product is returned, this investigation will be re-opened.

Event description:
The stem is the original restoration modular stem, which broke in half below the proximal body juncture. The stem was removed and a restoration modular stem was placed in. Nothing was revised on the acetabulum side.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
The stem is the original restoration modular stem, which broke in half below the proximal body juncture. The stem was removed and a restoration modular stem was placed in. Nothing was revised on the acetabulum side.